Event description:
Acrylic bundle broke off in patient's mouth. No injury to patient. Piece was removed by hand from the patient's mouth, then patient's mouth was suctioned. Intubated using another blade. Patient was successfully intubated. No other complications due to device failure.